Event description:
It was reported that this right atrial (ra) lead was an attempted implant. The physician accidentally damaged the lead during the procedure. Consequently, the lead exhibited high pacing thresholds measurements and noisy signals. The physician repositioned the lead, but he was unable to get better readings. Finally, the physician decided to extract the lead and place a new one. The patient will be monitored. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed coil deformation. This type of damage is consistent with repeated stress received during the implant. The observed damage is not deemed to indicate a product defect or malfunction. The reported high impedance measurements and noisy signals is likely the result of the lead damage observed by the laboratory.

Event description:
It was reported that this right atrial (ra) lead was an attempted implant. The physician accidentally damaged the lead during the procedure. Consequently, the lead exhibited high pacing thresholds measurements and noisy signals. The physician repositioned the lead, but he was unable to get better readings. Finally, the physician decided to extract the lead and place a new one. The patient will be monitored. No additional adverse patient effects were reported.